Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) loss of consciousness [loss of consciousness]. Worsening of her condition [diabetes mellitus]. Insulin doesn't go out when pressing push button after insulin dose selection [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "loss of consciousness", "worsening of her condition", and "insulin doesn't go out when pressing push button after insulin dose selection", and concerned a (B)(6) years old female patient who was treated with suspect device novopen 4 (insulin delivery device) from (B)(6) 2016 due to "type 2 diabetes mellitus", and suspect product novorapid penfill (insulin aspart) from (B)(6) 2016 and ongoing due to "type 2 diabetes mellitus". Medical history included diabetes mellitus, type 2. In (B)(6) 2016 (exact date was not available), the patient was admitted to hospital in neurological ward with cramps and blood glucose 24 mmol/l. The patient's diabetes was diagnosed for the first time in the hospital. She was discharged from the hospital in (B)(6) 2016 (exact date is not available). The patient was hospitalised (unclear date in 2016) again in therapeutic department with worsening of her condition: cramps and loss of consciousness. Exact diagnosis of the patient was unknown (except diabetes). Planned examination was magnetic resonant imaging (MRI) of the patient in a neurological department soon. The patient reported that insulin didn't go out when pressing push button after insulin dose selection on novopen 4. The patient checked the suspected product with a new needle but the technical problem remained. The patient didn't have experience of the injector use; she didn't remove needles after injections. It was unclear when this issue happened. Action taken to novorapid penfill was reported as unknown. Action taken to novopen 4 was not reported. The outcome for the event "loss of consciousness" was not yet recovered. The outcome for the event "worsening of her condition" was not reported. The outcome for the event "insulin doesn't go out when pressing push button after insulin dose selection" was not reported. On (B)(6) 2016 investigation result received: novopen 4, batch number: dug1545-1. A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. Novorapid penfill 3 ml 100 ie/ml, batch number: ej30088. A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. Final manufacturer's comment: on (B)(6) 2016: the batch trend report has been created. Nothing abnormal was found. As the novopen 4 has not yet been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(6) case (B)(4). Evaluation summary - name: novopen(tm) 4, batch number: dug1545-1 (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. Name: novorapid&#59408;enfill(tm) 3 ml 100 ie/ml, batch number: ej30088 (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations.

Event description:
Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "loss of consciousness" beginning in (B)(6) 2016, "worsening of her condition" beginning in 2016, "insulin doesn't go out when pressing push button after insulin dose selection" beginning in 2016, and concerned a (B)(6) years old female patient who was treated with novorapid penfill (insulin aspart) and novopen 4 (insulin delivery device) from (B)(6) 2016 and ongoing due to "type 2 diabetes mellitus". Medical history included diabetes mellitus type 2 ((B)(6) 2016), cervical spine tumor. In (B)(6) 2016 (exact date was not available), the patient was admitted to hospital in neurological ward with cramps and blood glucose 24 mmol/l. The patient experienced loos of consciousness (start and stop in (B)(6) 2016). The patient's diabetes was diagnosed for the first time in the hospital. She was discharged from the hospital in (B)(6) 2016 (exact date is not available). The patient reported that insulin did not go out when pressing push button after insulin dose selection on novopen 4. The patient checked the suspected product with a new needle but the technical problem remained. The patient did not have experience of the injector use; she did not remove needles after injections. It was unclear when this issue happened. On (B)(6) 2016, it was reported that the patient passed away. The cause of death was reported as cervical spine tumor. More precise information is not available. The initial reporter said that the patient was discharged from the second hospital and it was a scheduled examination and treatment at oncology centre. On (B)(6) 2016 the outcome for the event "loss of consciousness" was recovered. The outcome for the event "worsening of her condition" was unknown. The outcome for the event "insulin doesn't go out when pressing push button after insulin dose selection" was not reported. Since last submission the following has been updated: medical history cervical spine tumor. Death date (B)(6) 2016 and cause of death as cervical spine tumor. Event start and stop loss of consciousness. Event stop for worsening of her condition. Outcome for loss of consciousness and worsening of her condition. Manufacturer comment updated. Narrative updated accordingly final manufacturer's comment: on (B)(6) 2016: the batch trend report has been created. Nothing abnormal was found. As the novopen 4 has not yet been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). According to the follow up information the patient died due to cervical spine tumor. Based on this, the worsening of the patient's condition is considered most likely related to the cervical spine tumor which was the cause of her death.